Event description:
Upon priming nx stage continuous renal replacement therapy machine, at stage 23, liquid noted to be slowly dripping from inside machine. Found to be leaking from new circuit bladder. Prime stopped, circuit removed and saved for inspection, machine cleaned and dried by rn and new circuit placed and primed. Small delay in getting continuous veno-venous hemofiltration started.